Manufacturer narrative:
Qn# (B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation. The customer returned one 3-l cvc catheter for analysis. Definite signs of use were observed. Visual inspection of the catheter revealed the medial luer hub was separated from the extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The extension line directly adjacent to the separation point additionally appeared slightly tapered. The medial extension line outer diameter (od) measured 0.0865" using a calibrated caliper, which is within the specifications of 0.084-0.088" per product drawing. The medial extension line inner diameter (ID) measured 0.057" using pin gauges, or 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional testing was not required as part of this complaint investigation. Additional testing was not required as part of this complaint investigation. A device history record review was performed based on a potential lot from sales history with no relevant findings. The medial extension line extrusion product drawing and the instructions-for-use (IFU) provided with this kit (s-15703-113c rev.01) were reviewed as part of this complaint investigation. In conclusion, visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A previous CAPA had been initiated due to a trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: cvc inserted in a different department and then transferred to cardiology intensive care unit. Patient was found with a luer hub separated from the medial extension line... The lumen was flowing into the void but was quickly picked up on by someone that came into the room who clamped and removed the cvc. Clinical consequences: none: patient taken care of and put in trendelenburg position.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: cvc inserted in a different department and then transferred to cardiology intensive care unit. Patient was found with a luer hub separated from the medial extension line. The lumen was flowing into the void but was quickly picked up on by someone that came into the room who clamped and removed the cvc. Clinical consequences: none: patient taken care of and put in trendelenburg position.

Manufacturer narrative:
Qn# (B)(4). The customer report of an extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The image shows the hub separated directly adjacent to the extension line; however, a complete visual inspection could not be performed to evaluate the cause of the damage as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cvc inserted in a different department and then transferred to cardiology intensive care unit. Patient was found with a luer hub separated from the medial extension line... The lumen was flowing into the void but was quickly picked up on by someone that came into the room who clamped and removed the cvc. Clinical consequences: none: patient taken care of and put in trendelenburg position.